Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd alaris pump module smartsite infusion burette set was occluded the following information was received by the initial reporter with the following verbatim it was reported by the customer that the clinicians would spike the IV bag but ¿no fluid¿ would go into the buretrol chamber. Attempted to squeeze the buretrol chamber and they still could not get any medication to come out of the IV bag. They were ultimately able to get it work by hanging the IV set upside down and ¿backwards¿ flushing the IV set.

Event description:
Material: 2441-0007, batch#: unknown. It was reported by the customer that the clinicians would spike the IV bag but ¿no fluid¿ would go into the buretrol chamber. Attempted to squeeze the buretrol chamber and they still could not get any medication to come out of the IV bag. They were ultimately able to get it work by hanging the IV set upside down and ¿backwards¿ flushing the IV set. Verbatim: rcc received a complaint via email. Email(s) attached. Buretrols ¿bad batch¿ ref#(B)(4). The clinicians would spike the IV bag but ¿no fluid¿ would go into the buretrol chamber. Attempted to squeeze the buretrol chamber and they still could not get any medication to come out of the IV bag. They were ultimately able to get it work by hanging the IV set upside down and ¿backwards¿ flushing the IV set. The clinicians reported the issue and lot number to supply chain, it occurred about a month ago and it has not happened again since.

Manufacturer narrative:
No product or photo was returned by the customer. The customer complaint of flow issues fluid blockage could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed on material 2441-0007 because the lot number is unknown. Due to no sample being received, an investigation could not be performed, and a root cause could not be determined.